Event description:
Philips healthcare brilliance ict CT scanner continually displays irrelevant ECG waveform on integrated lcd touchpanel monitors after pim (pt interface module) accidentally becomes disconnected from pt table. Resultant irrelevant waveform will be permanently displayed on both built in lcd touchpanel monitors through multiple pts and an unlimited number of exams, which may lead to confusion or potential delayed response from healthcare workers in the event of pt code or other physiological event.